Event description:
The patient reported a burning sensation of insulin delivery and looked at the pump. The pump was reportedly delivering insulin. The patient noticed that when she noticed a bolus dose delivering she tried to cancel the bolus dose by pressing buttons on the keypad and the pump would not respond. The bolus dose would not cancel. The patient was wearing the pump clipped to the inside of her pants pocket and does not use a protective accessory. There was no reported injury due to the alleged product issue.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no insulin delivery defect was found. Current total daily basal deliveries were correct and bolus deliveries were correctly reflected in the daily insulin delivery totals. Bolus history verifies an 11.4 unit bolus on (B)(4) 2011 at 3:19pm. A 24 hour duration test was performed; no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no hypersensitive or defective button contacts were found. Unrelated to the complaint, pump powers on with the display scrambled. The display functioned properly after the display screen was removed and reseated in the display flex connector.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the bolus history verified an 11.4 unit bolus was delivered on (B)(6) 2011 at 3:19 pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no unprogrammed boluses occurring during testing. During testing, two boluses were successfully performed and accurately recorded in the pump history. There was no keypad hypersensitivity or defective button contacts found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed a misaligned display connector. This malfunction is not likely to cause an adverse event, as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.